Event description:
The customer's blood glucose was unknown. It was reported that the customer's insulin pump had a blank screen. The customer stated that there were blue colored pixels on the screen. The customer stated that they received battery alarms and low battery alerts the night prior. The customer already attempted to change the battery, but the issue persisted. Troubleshooting was done. Advised customer to insert a new aaa alkaline battery, and the display returned. The insulin pump passed the self test. The customer had also received a lost sensor alert. Advised to monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.